Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the "black bar is jumping from english and spanish non stop". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.